Manufacturer narrative:
The device and data logs were returned for analysis. A visual inspection found no damage or abnormalities with the device. Data log analysis and simulated use testing found the pump to have operated within specification. We are unable to definitively determine the root cause of the reported hemolysis as we were unable to replicate the issue.

Manufacturer narrative:
The impella 5.5 was received and an investigation is underway. A supplemental MDR will be filed upon completion of our analysis.

Event description:
The complainant suspected a (B)(6) male patient presenting with cardiomyopathy enduring hemolysis during impella support. As a result, the pump was removed prematurely to be replaced with a new impella.